Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wake button was sticking and intermittently unresponsive. Additionally, it was reported that the pump battery gauge was fluctuating. There was no reported impact to customer's blood glucose. Tandem technical support unable to receive further information due to customer declining a follow up.